Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were dull and the plastic is not covering them correctly. Procedure details and patient involvement information is unknown. Additional information has been requested. Additional information received clarified that the unsatisfactory knives were not resting in their package properly with the blade pointing upwards. No cut was made with the unsatisfactory knives. Replacement knives were obtained in order to continue each procedure. There was no impact to any patient.

Manufacturer narrative:
Seven opened knife samples were received incorrectly inserted in tip protector trays for the report of dull knives and for lying with the sharp-edged tip upwards. The samples were visually inspected. Sample numbers 2 and 3 were found to be conforming while sample numbers 1 and 4 were found to be nonconforming with a damaged cutting edge. Sample numbers 5, 6, and 7 were found to be nonconforming with a damaged cutting edge and damaged tip. Sample numbers 1, 4, 5, 6 and 7 could not be tested for penetration due to the damaged condition of the samples. Sample numbers 2 and 3 were functionally tested for penetration and were found to be conforming. Since the samples were received opened, a visual inspection for packaging could not be completed as we can not confirm that the sample received at the customer was packaged how it was returned to the investigation site. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. Two of the returned samples were found to be conforming however, five of the samples were found to be nonconforming therefore, the exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge and damaged tip exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
New information received has clarified that the lot number and device history record review information reported on the initial MDR was erroneous. This report now provides new lot number information. The device history record review has not yet been performed for the new lot number. A sample has also become available that has not yet been received by manufacturing for evaluation. (B)(4).